Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/28/2024, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless fibertak inserter broke and remained in the patient. This was discovered during a post-operation x-ray. The procedure was a labral dislocation repair on (B)(6) 2024. No further information was provided. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.